Event description:
It was reported that the catheter was received broken, the "top" was off from the remaining portion of the catheter.

Manufacturer narrative:
One graft thrombectomy catheter was received inside a broken shipping tube. The square outer brown shipping carton does not appear to be the original box the customer received with the product. The catheter was received in a broken shipping tube. The clear adaptor was broken at the bond site, between the clear adaptor and the white tube. The shrink seal was still attached around the clear adaptor cap. The other around the IFU had been removed. When the catheter was removed from the tube, it was found to be in good condition. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type.